Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. No error alarm noted during testing. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump had a cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on his insulin pump. The customer's blood glucose level was 162 mg/dl. Customer stated that last night he was giving a bolus and the pump alarmed motor error. Customer went to rewind and received a motion sensor test failure alarm. After about 5 minutes of rewinding, he is able to prime. After priming, the customer received another motor error alarm. Customer was unable to perform a displacement test. Customer stated that he was unable to complete the rewind sequence. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).